Manufacturer narrative:
Product ID, 3093 lot#, explanted: 2013 (B)(6), product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that a patient was unsteady on her feet and suffered a fall. It was noted that there was breakage of the lead or extension. The reporter stated that the patient had good stimulation and symptom relief prior to the fall. The patient's lead and implantable neurostimulator (ins) were explanted and replaced. The reporter stated that the ins was replaced because, it was already two years old and the healthcare provider did not want to "come back in 12 months" to replace the device if it expired too soon. It was reported that there was no patient injury and the patient recovered fully.

Manufacturer narrative:
Analysis of the device, serial #(B)(4), found no anomaly. Analysis of the lead, product #3093, found all conductors were broken in two locations, 4.3 cm and 5 cm from the distal end.

Event description:
Additional information received noted that the patient was very skinny and fell over "a bit."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.